Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The philips field service engineer (fse) reports faulty led indicator. No patient/user harm reported. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd by MFR: 17may2019. During periodic maintenance fse noted green and orange power leds turn off due to a bad connection. The occurrence of error code led failure has been identified in logs. The manufacturer¿s international service technician replaced the power switch overlay, and no other abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.